Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. Reprogramming was unable to resolve the issue despite multiple reprogramming attempts. As a result, surgical intervention was undertaken wherein a drg system was implanted to address the issue. The scs system remains implanted.